Event description:
It was reported that prior to use with 3 lots of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubbles in gel was discovered. This occurred with 355 tubes of lot# 2109020, 219 with lot# 2132044 and 592 tubes of lot# 2166964. The following information was provided by the initial reporter, translated from chinese to english: abnormal bubbles appear in the separation gel at the bottom of the blood collection tube quantity: 1166 pieces effects: no effect on patients and users.

Manufacturer narrative:
H.6. Investigation summary:bd had not received samples, but 9 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109020, medical device expiration date: 30-jun-2023, and device manufacture date: 15-jun-2022. Medical device lot #: 2132044, medical device expiration date: 31-may-2023, and device manufacture date: 12-may-2022. Medical device lot #: 2166964, medical device expiration date: 30-jun-2023, and device manufacture date: 15-jun-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 3 lots of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubbles in gel was discovered. This occurred with 355 tubes of lot# 2109020, 219 with lot# 2132044 and 592 tubes of lot# 2166964. The following information was provided by the initial reporter, translated from chinese to english: abnormal bubbles appear in the separation gel at the bottom of the blood collection tube. Quantity: 1166 pieces effects: no effect on patients and users.